Event description:
A report was received that the patient had a painful sensation where the lead extensions were placed. The patient underwent a revision wherein the two extensions were removed; however, the physician elected to explant the entire system as a precautionary measure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm, model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.